Event description:
It was reported by the customer that a bd pyxis medstation es system drawer 2.1 is broken and will not pull out. A field service engineer detected a strong ozone smell and noticed that all in one unit had turned black. After removing the back panel of drawer 2, engineer found a metal section of the rail with burn marks that was preventing drawer 2-1 from closing fully. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: 4489490 ¿ drawer failure a review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 is broken and will not pull out. A field service engineer detected a strong ozone smell and noticed that all in one unit had turned black. The engineer powered down the unit and unplugged the power cable, but the medstation remained on. Upon inspection, engineer found numerous failed ball bearings at the bottom of the unit. After removing the back panel of drawer 2, engineer found a metal section of the rail with burn marks that was preventing drawer 2-1 from closing fully. The damaged rail piece was removed, drawer 2 was left unplugged, and the machine was powered back on. To resolve the issue, the engineer replaced the main half-height drawer 2, assigned it in the storage space configuration, and successfully tested it using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.